Event description:
It was reported that on (B)(6) 2023, the patient underwent the surgery via tka for knee oa with the insert in question. The surgery was completed successfully without any surgical delay. 4 days after the surgery, the patient has dislocation during hospitalization on (B)(6) 2023. A revision surgery was done (B)(6) 2023. According to the surgeon, it is possible that the ligament was damaged during the surgery or that the gap was not created properly, but the underlying cause of the dislocation is unknown. He plans to check the status when replacing no further information is available. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. <english> the revision surgery was done on (B)(6) 2023. In the surgery, the cause was confirmed as follows. According to the surgeon, it seems that the dislocation occurred due to lcl insufficiency due to some stress etc., after the primary surgery. Radiographic examination before revision surgery showed that the femoral component had dislocated anteriorly to the tibia. At the end of the primary surgery, the extension was evaluated as tight, so the reason for the dislocation could not be inferred from the x-ray. When the surgeon checked the inside during the revision surgery, it was dislocated with the cam over the post. Since it was difficult to remove only the insert, the femoral implant was removed, then the insert was removed. After the implant was removed, the gap was confirmed using a precut spacer, and the gap was expanded by more than 10mm in terms of insert thickness. Also, it was confirmed that there was an avulsion fracture with metastasis on the outside and that the lcl was incomplete. Therefore, the metastatic fracture fragment was reduced and fixed using ccs 4.0mm, and the femoral component was changed to a cement type and inserted. After that, the trial implant was used and the stability was confirmed, so the psrp 10mm was inserted and the operation was completed. (Operating time is 2 hours) postoperatively, the patient will be immobilized with a knee brace, carefully undergo rehabilitation, and follow up. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.